Event description:
It was reported that a motor stall was confirmed in the pump's event log, with no motor stall recovery recorded. The stall occurred on (B)(6) 2011. The patient went to an emergency room over (B)(6) with an alarming pump. The patient experienced withdrawal, and was admitted to a hospital. It was later reported that the pump elective replacement indicator (eri) was (B)(6); the tube set message was noted along with the motor stall on the pump logs. The motor stall did not recover. The pump was replaced. The patient outcome was reported as recovered without sequela. The drug delivered via the system was lioresal 2000 mcg/ml at 701.0 mcg/ml daily.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.